Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Prior to the event, the customer went to bed with normal blood glucose levels. During the night, the customer woke up very thirsty, and with a blood glucose reading of 518 mg/dl. A bolus was given, and the customer went to bed. The customer then woke up with a blood glucose reading of 534 mg/dl. The infusion set was replaced, and found that the cannula was bent. The customer continued experiencing high blood glucose levels. The infusion set was replaced again, and the cannula was bent again. It was stated that the needle never penetrated the skin when inserting with the quick serter. The customer's blood glucose levels began responding after a completely different type of infusion set was inserted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.